Event description:
The customer reported that during a peritonectomy, the device jaws could not be re-opened while on tissue. The device jaws were removed with the use of a scalpel which resulted in blood loss of less than 100 cc. The surgeon opened another instrument and completed and the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.